Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 52 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 246 mg/dl when she tested. Current sensor reading was 138 mg/dl. Sensor age was 4 days and 1 hour. Customer was advised about the proper calibration process.